Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. No additional event or patient information is available. The sensor was not returned for evaluation. The transmitter, which the allegation is against, was returned for evaluation. An external visual inspection was performed and passed, pairing with (B)(6) bluetooth device was performed and passed, and a global transmitter functional test was performed and the transmitter passed. Data was not provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.